Manufacturer narrative:
Facility name is truncated due to character limit facility full name: (B)(6). Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from great britain alleged discrepant results on two samples with the cobas® sars-cov-2 & influenza a/b test (scfa) for use on the cobas® liat® system. The two samples were tested with two different the cobas® liat® systems and generated sars-cov-2 positive results. The same two samples were repeated with another laboratory analyzer the (pantha) and the results were negative. The positive results were reported to the medical personnel. No harm is alleged to date. An investigation is ongoing. Per the FDA guidance two (2) mdrs will be filed, one per patient.

Manufacturer narrative:
Based on the totality of the case, there is no indication of a product problem. The issue is most likely related to the sample being near the lod of the assay. The complaint allegation is substantiated. Further investigation was performed to rule out reagent contribution did not reveal any issues. (B)(4).